Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
Coiling treatment of an aneurysm. It was reported while delivering the coil inside the catheter, the pusher assembly broke and the coil detached inside the catheter. The entire system was removed from the pt, including the coil. No pt injury reported.